Manufacturer narrative:
(B)(4). The pt had a port revision surgery due to a leak, which was sent in medwatch report #2024601-2011-00556. The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health professional reported explant surgery to remove a port due to an alleged port site infection. The physician said the infection was caused by a wound that was opened during a port revision surgery, which has been documented in medwatch report #2024601-2011-00556. Add'l info from the surgeon clarified that the port has not been explanted, but will be in the near future. A new port will be implanted once the area has healed from the infection.